Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and extensive corrosion was discovered throughout the device. The presence of corrosion on internal components can increase friction between rotating components, resulting in heat being generated. Numerous components will be replaced, including the motor and rotor assemblies. Once the repair is complete, the device will returned to the user facility.

Event description:
It was reported that during a bunionectomy, the drill heated up. Backup equipment was used to complete the procedure, without causing a delay. No patient or user injury was reported, and no other adverse consequences were alleged with this event.